Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential inhibition was observed via a merlin.net transmission. Reprogramming was recommended. No further information is available at this time.